Event description:
Information received regarding the explanted device notes intermittent loss of ventricular capture. The patient was pacemaker dependent and exhibited three documented pre- syncopal episodes prior to replacement. Initially, only the lead was going to be replaced but it tested normal. Therefore the pulse generator was also replaced.